Event description:
There was an allegation of a questionable creatinine result from the cobas 6000 c501 module. The initial result was 11.4 mg/dl, and the repeat result was 0.70 mg/dl. The questionable result was repeated as the analyst noticed the result was too high. The questionable result was not released from the lab.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
Reagent issues were excluded as no additional cases have occurred with the same reagent. The event is consistent with reaction waste drops from a leaky or blocked cell rinse tube. No direct root cause was determined.